Event description:
It was reported that the patient presented in clinic for routine follow up. The right ventricular (rv) lead was suspected to be dislodged due to high capture thresholds and r-wave amplitude variation. No intervention made were reported. The patient was stable.